Manufacturer narrative:
Product event summary: the 990063-020 achieve mapping catheter with lot 230807866 and data files were returned and analyzed. The received image shows a medical setup for cardiac ablation. One mapping catheter was inserted into the lumen of a balloon catheter and was prepared for the procedure. Another coiled mapping catheter is placed on the surface nearby. No obvious damage was observed on the presented devices. No information regarding the event date or device identification is available in the image. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax segment area showed the pebax tubing at the shaft fitting joint was damaged/kinked. Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to bond damage at the shaft to the pebax tube fitting. The reported issue was not observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure after removing the mapping catheter from the packaging and assembling with the balloon catheter, the mapping catheter became stuck after being advanced a short distance which prevented proper assembly. A transseptal guidewire was passed through the balloon catheter to test for obstruction, and both the guidewire and fluid could pass normally, ruling out balloon lumen blockage. Repeated attempts to achieve proper assembly with the mapping catheter were unsuccessful. The mapping catheter was replaced with a new one, which allowed for normal assembly with the balloon catheter, and the procedure proceeded normally. The case was completed with cryo. No patient complications have been reported as a result of this event.